Event description:
It was reported that on literature review ¿hip arthroscopy with initial access to the peripheral compartment provides significant improvement in fai patients.¿ after surgery two (2) patients had capsular adhesions requiring revision surgery. Paper indicates an ambient wand was used, however no malfunction was reported during use.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was an isolated event. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient information was provided therefore the complaint could not be tied to specific line items within the risk document. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Dantas p, gonçalves s, mascarenhas v, camporese a, marin-peña o. Hip arthroscopy with initial access to the peripheral compartment provides significant improvement in fai patients. Knee surg sports traumatol arthrosc. 2021 may;29(5):1453-1460. Doi: 10.1007/s00167-020-06380-z. Epub 2021 jan 2. Pmid: 33386879. Internal complaint reference: case (B)(4).

Event description:
It was reported that on literature review ¿hip arthroscopy with initial access to the peripheral compartment provides significant improvement in fai patients.¿; after surgery 2 patients had capsular adhesions requiring revision surgery. Paper indicates a ambient hipvac 50 ifs device was used, however no malfunction was reported during use.